Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery for hardware removal. Intra-op, the tip of set screw obturator broke when removing the connector set screw. The broken tip part remained inside the set screw, so it was removed together with the rod. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No fragments of the broken product remained in the patient's body. No health damage in the patient was reported.